Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report when the a hyper balloon and a chikai 10 were used, the deflation was alleged to have taken over twice as long as it normally would with a different guidewire. No patient injury occurred.